Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es entire unit failed. The customer reported that there was a delay to the patient's workflow due to failure occurring during a dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers had failed on the station. A field service engineer closed the application and checked the firewall settings. The firewall was disabled, and all drawers reappeared, confirming that the firewall had been preventing communication to the drawers. The field service engineer ran the remote dashboard package that enabled the firewall and reset the firewall policies and settings to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.